Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause is: test strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 142-200mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 173mg/dl and 150mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns:customer is concern with the lo blood results taken (B)(6) 2015 at 9:44pm. Customer just purchase these strips today and run a blood test and the meter is giving a lo blood results. Customer states that the results should be a lot higher because he had some ice cream to eat not long before he got a lo blood result. The time and the date are not set correctly.